Event description:
Patient presented to hospital with chest pain following implant surgery on (B)(6) 2021. Physician ordered a CT scan and diagnosed the patient with pneumothorax. The physician placed a chest tube to address the pneumothorax.